Event description:
The customer reported a patient¿s intraoperative mode parathyroid hormone (pth) result was delayed for 45 minutes due to software database issue involving the unicel dxi 800 access immunoassay system utilized in conjunction with the access intact pth assay and calibrator. The patient was undergoing a parathyroidectomy, and the surgeon was waiting for results to be generated. A pre-excision result of 80.46 pg/ml was completed at 10:46 am. A post-resection result of 37.10 pg/ml was completed at 10:52 am. It is unknown if any treatment was given to the patient. There has been no report of current patient outcome to date. During system troubleshooting, a beckman coulter customer technical specialist (cts) noted the consistency check failed three times. The cts resolved the corrupt database issue through copying and reorganizing the system¿s database. The consistency check passed and the software was functioning normally. Quality control (qc) was within specifications at the time of the event. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as a beckman coulter customer technical specialist (cts) resolved the issue through system troubleshooting with the customer.